Manufacturer narrative:
Occupation is lay user/patient. The customers meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.9 inr, qc 2: 2.8 inr, qc 3: 2.8 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the dade innovin method. At 9:30 a.m. The laboratory result was 1.6 inr and at 4:22 p.m. The meter result was 2.2 inr. The laboratory result believed and the patient's warfarin dose was increased slightly for only that day. The patients therapeutic range is 2.0-3.0 inr. The patient feels fine.